Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump failed self test. Customer stated alarm did not occur during the rewind/prime sequence. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.